Event description:
Follow up information reported that the ins battery had depleted normally and was replaced. The patient was reported as doing fine. If additional information is received, a follow-up report will be sent

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, back in december, the patient reported that her patient programmer could no longer "capture" communication with her implantable neurostimulator (ins). It was stated that, as a result, the patient was without therapy for "several months" which the patient believed was the source of a suspected urinary tract infection. It was also reported the patient's device was at end of service. The patient was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID, 3889-28 lot# v535584, implanted: 2010 (B)(6), product type lead. (B)(4).